Event description:
The pt reported, her insulin infusion device does not accurately keep the time. The pt stated, she has decided to go off of pump therapy and she does not wish for the device to be replaced. She said, her doctor is aware of this. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.